Event description:
Report received from USA stating that the device was operating intermittently and the motor could not be activated. It is known that the device was being used during surgery and there was no patient injury reported; however, it is unknown if there was medical intervention or surgical delay related to the event. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported condition of "intermittency operation" could not be confirmed. However during service and repair, device failures were found but were not related to the reported event. If additional information is received, a supplemental report will be submitted. Ref: (B)(4).